Event description:
A report was received that the patient¿s pocket site was tender and the device was protruding. There was no actual break in the skin. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s pocket site was tender and the device was protruding. There was no actual break in the skin. The patient will undergo a revision procedure.